Event description:
Additional information was received stating that a fracture for the ra was visable via x-ray. Also during the revision procedure testing the with the pacing system analyzer (psa) yielded high out of range pacing impedance measurements.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due ot high out of range pacing impedance measurements. The pacemaker was also electively explanted during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.